Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "broke in half while attached to robot camera arm." Patient status - "unknown."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed the returned cannula was fractured at the shaft. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.